Event description:
Boston scientific received information that during a routine follow up, loss of capture was observed in the atrium and right ventricle. Pacing and sensing failure was noted. It was reported that a lead fracture was visualized on x-ray, but the physician was not able to determine which lead was fractured. The daily measurements were reviewed and were within normal limits. Therefore, the right atrial (ra) and right ventricular (rv) leads were surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The leads are not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.